Event description:
Facility states: "patient had finished dialysizing and experienced some cramping. The patient stood. It is unknown if the patient was being assisted but it is assumed not. The leg rest was not latched on the chair so patient upon standing was struck by the moving leg rest and fell face forward. Patient experienced some abrasions and was treated at the unit. Patient was not taken for further treatment by their family. Patient is described as doing well; no issues. Tech suspects, but cannot confirm that the mechanism on the chair was bent. He has repaired this multiple times due to operator error."

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 566re214-tsd3, serial number/date code is unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.